Event description:
It was reported that a baxter saline set had severed saline lines. Reportedly, the non-baxter slide clamp the customer uses severed the line during chemotherapy infusion. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. This is report 1 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Since the product code and lot number are unknown, a 510k number cannot be provided. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.